Event description:
The user received questionable low sodium results for quality control and approximately 20 patient samples over five days after replacement of the chloride electrode. Of the data provided, the sodium result for one patient sample generated on (B)(6) 2010 was discrepant. The initial result was 129 mmol/l. The sample was repeated on the I-stat analyzer with a result of 135 mmol/l. Erroneous low results were reported outside the laboratory for approximately ten patient samples. The user stated no patients were affected as the results were not unbelievable. The lot number of the sodium electrode was not provided. The field service representative determined the cause was aged electrodes and replaced the sodium and reference electrodes. He performed electrode service and activation. To verify the analyzer operation, he ran ise performance checks and calibrated successfully. The user ran successful quality control.